Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts compressed, lead flex cover, ring cover, and keyboard pad contaminated, battery drawer, upper case, and two side bail covers broken, and the ring bent. (B)(4).

Event description:
The epg (external pulse generator) was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.